Event description:
This is filed for tissue injury. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 mixed mitral regurgitation (mr). One clip was implanted and post deployment, a chordal rupture was observed. A second clip was implanted to further reduce mr. Two clips were implanted, mr was reduced to 2. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complications associated with mitraclip procedures. Based on the available information the cause of the reported tissue injury cannot be determined. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.